Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 380 mg/dl, and the meter bg reading per emt (emergency medical technician) was 42 mg/dl. Reportedly, customer was unconscious, had a seizure, and bit their tongue. Customer went to the emergency room and was treated with water and insulin. Customer was discharged the following day with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.